Event description:
It was reported that early sensor expiration occurred. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. The sensor was inserted into the abdomen on (B)(6) 2022 which is off-label usage of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).